Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
An attempt was made to pass a partially covered self-expanding metallic prosthesis, but this malfunctioned in the triggering mechanism, making its use impossible. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. At what stage of the procedure did the complaint occur? During stent placement. What endoscope type and channel size was used? Olympus evis exera ii ( tjf-q180v) / working channel 4.2. What was the position of the elevator? Open. Details of the wire guide used (diameter, type, make)? Guide wire jagwire 0.035 (boston). Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. Did any part of the stent contact the patient's anatomy when the complaint occurred? No. Please advise the anatomical location of the intended target site. Biliary tract. How long was the stent in the patient by the time this complaint occurred? N/a. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? Yes. If yes, how often was this completed? N/a. Did the patient require any additional procedures as a result of this event? Yes. What intervention (if any) was required? Carrying out another cpre. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Another day. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed and where on the device it was observed. N/a. Stricture information: what was the length and diameter of the stricture? N/a. Where was the stricture located in the body? Biliary tract. Was there resistance felt passing wire guide through stricture? Yes. Was there resistance felt passing the evolution through stricture? Yes. Was the stricture dilated before stent placement? Yes. Questions related to during insertion into patient was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? Yes. If yes, at what point? During device passage in stenosis. Questions related to during stent placement. Did the product fail during stent deployment or recapture? Deployment. If other, please specify n/a. Was the directional button pressed during use? Yes. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? No. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? Yes. The video was sent attached to the complaint email. Questions related to during introducer withdrawal. Are images of the device or procedure available? Yes. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a. If yes, what was used? N/a. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a. Was the safety wire fully removed before removing the delivery system? N/a. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices). What instrument was used for stent repositioning / removal? N/a. If other, please specify. N/a. Was resistance encountered during advancement and/or deployment? N/a. If yes, please when this was felt? Advancement or deployment n/a. How did the physician deal with this resistance? N/a. Was the lasso (suture) loop used during repositioning n/a.

Manufacturer narrative:
Device evaluation: the evo-pc-10-11-6-b device of lot number c1787653 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. As per video provided, handle appears to be actuating and red marker on top of the handle is moving before the point of no return, however the stent is not deploying. The distal end and proximal end of introducer is visible on this video and stent appears to be in the delivery system. Documents review including IFU review: prior to distribution all evo-pc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-pc-10-11-6-b device of lot number c1787653 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1787653; upon review of complaints this failure mode has not occurred previously with this lot #c1787653. The instructions for use ifu0057 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. From the video provided the user is unable to deploy the stent. It may be possible that one of the internal handle components broke, like flexor inside the handle broke or the shuttle to sheath tube joint or the shuttle cap may have broken. The break could possibly be a result of compression from tortuous anatomy on the introducer causing a build-up of pressure and subsequently a break in an internal component. From additional information provided there was resistance felt passing wire guide through stricture and there was resistance felt passing the evolution through stricture. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. As per additional information provided, patient required additional procedure as a result of this event, another cpre was carried out. Secondary intervention was performed another day. Complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
Supplemental report is being submitted as annex a code has been updated from a150101 to a0509.

Manufacturer narrative:
Device evaluation: the evo-pc-10-11-6-b device of lot number c1787653 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. As per video provided, handle appears to be actuating and red marker on top of the handle is moving before the point of no return, however the stent is not deploying. The distal end and proximal end of introducer is visible on this video and stent appears to be in the delivery system. Documents review including IFU review: prior to distribution all evo-pc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-pc-10-11-6-b device of lot number c1787653 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1787653; upon review of complaints this failure mode has not occurred previously with this lot #c1787653. The instructions for use ifu0057 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. From the video provided the user is unable to deploy the stent. It may be possible that one of the internal handle components broke, like flexor inside the handle broke or the shuttle to sheath tube joint or the shuttle cap may have broken. The break could possibly be a result of compression from tortuous anatomy on the introducer causing a build-up of pressure and subsequently a break in an internal component. From additional information provided there was resistance felt passing wire guide through stricture and there was resistance felt passing the evolution through stricture. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. As per additional information provided, patient required additional procedure as a result of this event, another cpre was carried out. Secondary intervention was performed another day. Complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.